Event description:
It was reported that the customer had multiple high blood glucose. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Performed the lead screw test, and the insulin pump failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best if our knowledge.